Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0x79h, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported that the patient programmer was dropped on (B)(6) 2015 and was unable to power up. The programmer beeped, but the lcd screen was all dark. The patient had tried new batteries. The patient had uncomfortable stimulation and shooting pain for a few seconds on (B)(6) 2015. This was due to a sudden change in symptoms. The patient experienced a loss or change of therapy and was leaking urine on (B)(6) 2015. The patient had no known falls and had no trauma. The patient would see their health care provider (hcp) on (B)(6) 2015. Now that the patient had the permanent implantable neurostimulator (ins) installed, their catheter would be taken out this week. The patient's family member wanted to know if stimulation was causing leaking around that the catheter. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.